Manufacturer narrative:
(B)(4).

Event description:
It was reported resistance was found when the spring wire guide was pulled out from the arrow raulerson syringe (ars). The spring wire guide was found kinked during use on the patient. The physician changed to a new kit to complete the procedure. The patient's condition is "fine".

Manufacturer narrative:
(B)(4). The customer returned an open kit including: a 2-l catheter and two swgs in their advancers. One of the swg/advancer assemblies had a 1 5/8" dilator with the guide wire advanced through. The second guide wire showed signs of offset coils. The customer was contacted regarding the extra guide wire and reported that they were not aware of the offset coils; therefore, it is most likely that the damage occurred during transit to morrisville. Visual examination revealed that the guide wire was stuck inside the dilator with 13mm of guide wire poking out of the dilator tip. The distal j-bend was misshapen and offset coils were observed within the 13mm portion. Upon removal of the guide wire from the advancer , it was observed that the guide wire had 2 kinks and 1 bend. Microscopic examination revealed both welds appeared full and spherical. Microscopic examination also revealed white stress marks on the dilator tip, which indicates undue force was applied during insertion. Undue force was required to remove the guide wire from the dilator. Once removed, the coils had become damaged near the distal end. The length of the guide wire measured 455mm which was within the specification limits of 449.2mm - 458.8mm as per product drawing. The kinks measured 22mm and 340mm from the proximal end. The outer diameter of the guide wire measured 0.510mm which was within the specification limits of 0.508mm-0.533mm as per product drawing. The inner diameter of the dilator measured 0.024" which was within specifications 0.022"-0.024" as per product drawing. The inner diameter of the dilator at the proximal end measured 0.040" which was within specifications 0.036"-0.046" as per product drawing. Major force was required to remove the guide wire from the dilator. Once removed, visual analysis of the portion located inside the dilator contained severe offset coils. However, there was no unraveling or separation. This guide wire was not able to be re-advanced through the dilator due to the nature of the damage. The second guide wire returned was able to pass through the dilator with little to no resistance. Functional testing was performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." A manual tug test was performed and confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer complaint of swg/dilator resistance was able to be confirmed through complaint investigation. Visual analysis revealed that the swg was stuck inside the dilator. Further analysis revealed that the guide wire was stuck due to several offset coils on the portion stuck inside the dilator body. White stress marks were also observed on the dilator tip. Despite the damage, the guide wire and dilator met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer description and the device returned, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported resistance was found when the spring wire guide was pulled out from the arrow raulerson syringe (ars). The spring wire guide was found kinked during use on the patient. The physician changed to a new kit to complete the procedure. The patient's condition is "fine".